Event description:
Ventricular catheter found to be defective on insertion in the brain (ventriculo-peritoneal shunt insertion). The medtronic vp catheter became disconnected from flared hub and tube, and was retained in the ventricle. This resulted in re-operating on the patient for the retrieval of the disconnected catheter part.our facility is concerned that the bioglide coating on these ventricular shunts may compromise the bonding between device components, thus causing the disconnection. We have identified 6 cases, to date, of this unusual mode of failure. Our site has switched to a line of ventricular shunts that does not have the bioglide coating.